Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR report: 1627487-2017-03121, reference MFR report: 3006705815-2017-00684, reference MFR report: 1627487-2017-03186. It was reported that the patient experienced red and swollen incisions. The patient was admitted to the hospital and diagnosed with (B)(6). As a result, the patient underwent surgical intervention to have their scs system explanted. Patient was placed on IV antibiotics.